Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle and cannula did not deploy, indicating a failure of the needle mechanism. The pod was not worn, and the blood glucose (bg) levels were unaffected.

Manufacturer narrative:
The device was received in undeployed state. Investigation results found the first priming sequence ended and the device was then deactivated by the user. Rotational sensor errors were observed in the data, but it did not impact device functionality or contribute to the device not deploying; the device was deactivated as intended by the user. No timeouts or drive stalls were generated. Investigation of the drive mechanism found no damages or defects that would contribute to the rotational sensor errors. The exact cause of the rotational sensor errors could not be determined.